Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 6 months post-op the patient underwent a revision surgery due to an infection. The rods were removed, the wound was washed out and the rods were put back into the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the devices were not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Films supplied for review found: complex construct segmental pedicle screws t4-l4. Rods and screws appear well positioned. No evidence of bony lysis or loosening.